Event description:
Patient with a history of previous stent placement at another facility in 1998. Patient underwent a coronary catheterization indicating minimal disease in the left main left anterior descending -lad- and circumflex. The proximal right coronary artery was noted to have a protrusion of the previous stent. The pt required a new stent palcement for the current condition. The current stenosis was not related to the placement of the prior stent. Post procedure the deflated balloon caught onto the protruding stent and required open heart surgery for removal of the balloon. The pt was discharged home in satisfactory condition ten days later. There does not appear to be any device malfunction. This is being reported only because a device was involved in the event.